Manufacturer narrative:
Concomitant medical products: 4968-60 x2 leads, 6721l-50 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in both rv and superior vena cava (svc) coil impedance to high and unstable values. The lead remains in use. No patient complications have been reported as a result of this event.